Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA/510(k)#: k020322, k023444, k023634, k023858, k033458, k042932, k060214, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k062945, k063486, k063573, k063811, k063824, k123404, k132674, k132909, k163637, k173252, k173523, k181665, and k233986. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic-312 a patient isolate (escherichia coli) had intermediate or resistant (high mic) results to imipenem despite being sensitive to most other drugs on the panel including ertapenem, cefepime, and ceftriaxone. The user performed repeat testing giving sensitive results. It is to be noted that a kirby-bauer or e-test was perform on the carbapenems that had been intermediate or resistant results. The user also stated that each isolate tested sensitive to imipenem by kirby bauer or e-test. No health impact or consequence reported.